Event description:
Customer reported that the power supply plug was discolored and showed signs of overheating and the unit was no longer working.

Manufacturer narrative:
It was reported that the statspin centrifuge unit exhibited burned power harness (charred material). No injuries or visible flames were reported.